Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 462 mg/dl at the time of incident. The customer's blood glucose was 321 mg/dl at the time of call. The customer stated that they treated the high blood glucose with bolus. The customer stated that they experienced nausea. The customer stated that the drive support cap appeared normal. The customer declined to troubleshoot. The insulin pump will be returned for analysis.